Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump will not rewind. Customer cannot fit the reservoir inside the insulin pump. Caller stated that the customer pushes on the piston to force the reservoir. Advised caller that daughter should not use the insulin pump. Customer should use manual injections. The blood glucose reading is 181 mg/dl. The drive support cap is loose. The insulin pump will be replaced. Nothing further reported.